Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported that the surgeon was performing acdf at levels c6-c7 with a zero-p va system. The surgeon placed the implant on the holder and inserted it into the disc space. When he tapped it with a mallet, the peek implant broke into 3 pieces. The implant was not yet seated. The surgeon was able to retrieve all of the fragments. The surgeon opened another implant, placed it successfully, and had no further problems. The procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. All of the spacer features were in good condition with no damage noted. All of the interbody plate features were also in good condition with no damage noted. The blocking mechanism was in good working condition and could successfully block a screw. The product evaluation revealed the complaint to be indeterminate. A visual inspection was performed and we found nothing broken at the implant. The titanium part and the peek part completely intact. They can be assembled and disassembled as required. This complaint is invalid from a manufacturing standpoint because the complaint description is not conform with the appearance of the implant.